Event description:
Customer alleges discrepant result with meter. Pt's target therapeutic range is 2.5-3.5. Pt's coumadin dose was decreased on (B)(6) 2011.

Manufacturer narrative:
Investigation pending.